Event description:
Medtronic received information that five days post implant, the patient had marked infranodal dysfunction. Six days post implant, a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: conduction disturbances are are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.